Manufacturer narrative:
Date rec'd by MFR: 10aug2019. The reported complaint of oxygen regulator leaking was duplicated. Failure analysis on the returned oxygen regulator shows that the oxygen regulator test results were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. The manufacturer's field service engineer (fse) evaluated the device. The oxygen (o2) valve and inhalation module were replaced to address the issue. Oxygen(o2) was fixed after this parts were replaced.

Event description:
The customer reports a oxygen leak. The device was not in use at the time of the event. Event date not specified: estimate used.